Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red screen appeared which was related to electromagnetic interference during measurements, and integrity of the device appeared normal. Also an error occurred which resulted in a firmware reset which is a self-correcting error caused by environmental factors. Therapy remained available and was not compromised. The device remains implanted, and no adverse patient effects were reported.